Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltaplush platinum microcoil 1.5 mm x 3 cm (dpl10015320 / g12328) was kink/bent when removed from the package. After taking the coil out of the hoop and before testing the coil; the physician checked the coil and it was kinked at the detachment junction. The physician didn¿t feel comfortable using the coil; therefore no point in testing the coil. There is no report of injury for the patient. The device was mistakenly discarded. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Event description:
The complaint received states that during use the deltaplush platinum microcoil 1.5 mm x 3 cm (dpl10015320 / g12328) was kink/bent when removed from the package. After taking the coil out of the hoop and before testing the coil; the physician checked the coil and it was kinked at the detachment junction. The physician didn¿t feel comfortable using the coil; therefore no point in testing the coil. There is no report of injury for the patient. The device was mistakenly discarded.